Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device was not returned for evaluation. The device history records was unable to be reviewed as no serial number was provided. Based on the current information provided, a definitive root cause cannot be determined. If new information becomes available, a supplemental report will be filed. A manufacturing related issue was not identified. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a bioprosthetic aortic valve was explanted after an unknown implant duration due to progressive aortic insufficiency. It was reported that during explant a leaflet torn was observed. No further details was provided.